Manufacturer narrative:
B5 - patient reported they are unable to wear glasses because they cause headaches due to pressure on the sides of their head. Claim# (B)(4).

Manufacturer narrative:
B5: patient had pre-existing dry eye. A lens repositioning was performed on (B)(6) 2021. This did not resolved the problem. Reportedly; patient not satisfied with vision. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Health effect clinical code: (B)(4) (dissatisfaction with vision). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -9.5/+3.5/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports possible lens rotation or misalignment and the patient is not satisfied with vision. Reportedly, the lens remains implanted.